Manufacturer narrative:
(B)(4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event related to bias wear and patient condition. Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Tears and abrasions in the lunula of the left cusp appeared to be due to contact with the bias cloth. A large tear in the left cusp adjacent to the left right commissure appeared to have increased in size during explant but originated with two abrasions in the lunula. One abrasion appeared to have contact with the bias cloth along the side of the left right stent post. The other abrasion appeared to have contact with the bias cloth along the inner outflow rail. Glistening off-white pannus remained attached to the tissue and base stitching adjacent to the left and right cusps extending to the left right inferior coaptive area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. All commissures were intact. Radiography showed a line of mineralization in the septal shelf with a trace in the left right commissure. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted due to regurgitation. It was reported that the patient had a catheterization and it is not known if the valve was crossed. It was also reported that the patient's native valve etiology was active endocarditis.